Event description:
A physician was using a rapid cross pta balloon. It was reported that the  0.014 inch guidewire does not exit through the catheter guidewire port laterally, but exits at the port connected to the inflation lumen distally. When administering saline through the distal inflation port, the operator noticed a leak of saline through the lateral catheter guidewire port. The operator decided to use another balloon of the same reference (B)(4) to complete the procedure successfully. There were no clinical consequences for the patient. No deformation was noted on device. Device was used to treat tight stenosis of the distal superficial femoral artery. When the device was returned for evaluation it was noted that there was a leak from the tip of the device

Manufacturer narrative:
Product analysis a 0.014¿ guidewire was loaded into the device through the tip and exits at the rx joint as normal, the balloon was inflated but wouldn¿t hold pressure and water was seen leaking out through the tip and rx joint indicating a leak on the inner shaft, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Confirmation was received that the device was not used in the patient - no patient involvement and the issue was noted prior to use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.